Manufacturer narrative:
Corrected information.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced small area of exposure and underwent excision of exposed mesh on (B)(6) 2013. No additional information was provided.